Event description:
It was reported that a leak occurred on a clearlink continu-flo solution set. The reporter stated "a separation of components" caused the leak "where the fluid exits the drip chamber". The solution that spilled was paclitaxel. This incident occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured in december 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.